Event description:
It was reported that prior to starting a da vinci-assisted axillary lymphadenectomy surgical procedure, the customer noticed that the key was missing from the harmonic ace instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer found missing material during inspection prior to starting the procedure, so she returned the instrument as doa. No, there were no report of fragments falling from the device while used within a patient. No, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found other component missing to be related to the customer reported complaint. The instrument was installed on an in-house generator. The instrument passed the energy recognition test. The instrument was installed on an in-house system where it passed recognition and engagement. The instrument moved intuitively in all directions. The grip tips open and closed properly. The instrument showed 1 of 1 life remaining. The instrument torque wrench was not returned with the instrument. The complaint regarding the key is missing in the harmonic ace was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Refer to annex b for an additional code.